Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left one is no where found/ she had to remove my uterus from the inside of my abdomen where it fused to') and genital haemorrhage ('I have been bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal inflammation ("my vaginal cuff is inflammed"), loss of consciousness ("passing out"), migraine ("migraine"), pelvic pain ("non-stop pain/ severe pain"), feeling abnormal ("I was losing my mind wth brainfog"), dysphemia ("stuttering"), tremor ("tremors") and crying ("I cant stop crying"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, vulvovaginal inflammation, loss of consciousness, migraine, pelvic pain, feeling abnormal, dysphemia, tremor and crying outcome was unknown. The reporter considered crying, device dislocation, dysphemia, feeling abnormal, genital haemorrhage, loss of consciousness, migraine, pelvic pain, tremor and vulvovaginal inflammation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left one is no where found/ she had to remove my uterus from the inside of my abdomen where it fused to') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("I have been bleeding"), vulvovaginal inflammation ("my vaginal cuff is inflammed"), loss of consciousness ("passing out"), migraine ("migraine"), pelvic pain ("non-stop pain/ severe pain"), feeling abnormal ("I was losing my mind with brain fog"), dysphemia ("stuttering"), tremor ("tremors"), crying ("I cant stop crying"), fallopian tube spasm ("my second tube spasm") and tooth fracture ("the rest have pretty much crumbled to nothing"). The patient was treated with surgery (hysterectomy). At the time of the report, the device dislocation, genital haemorrhage, vulvovaginal inflammation, loss of consciousness, migraine, pelvic pain, feeling abnormal, dysphemia, tremor, crying, fallopian tube spasm and tooth fracture outcome was unknown. The reporter considered crying, device dislocation, dysphemia, fallopian tube spasm, feeling abnormal, genital haemorrhage, loss of consciousness, migraine, pelvic pain, tooth fracture, tremor and vulvovaginal inflammation to be related to essure. The reporter commented: discrepancy noted in date of insertion: 2009-2010. Concerning the injuries reported in this case the following were reported via social media- tooth fracture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: content from plaintiff fact sheet (social media) received. Event teeth fracture was added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left one is no where found/ she had to remove my uterus from the inside of my abdomen where it fused to') and genital haemorrhage ('I have been bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal inflammation ("my vaginal cuff is inflammed"), loss of consciousness ("passing out"), migraine ("migraine"), pelvic pain ("non-stop pain/ severe pain"), feeling abnormal ("I was losing my mind wth brainfog"), dysphemia ("stuttering"), tremor ("tremors"), crying ("I cant stop crying") and fallopian tube spasm ("my second tube spasm"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, vulvovaginal inflammation, loss of consciousness, migraine, pelvic pain, feeling abnormal, dysphemia, tremor, crying and fallopian tube spasm outcome was unknown. The reporter considered crying, device dislocation, dysphemia, fallopian tube spasm, feeling abnormal, genital haemorrhage, loss of consciousness, migraine, pelvic pain, tremor and vulvovaginal inflammation to be related to essure. The reporter commented: discrepancy noted in date of insertion: 2009-2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new events were added: my second tube spasm and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left one is no where found/ she had to remove my uterus from the inside of my abdomen where it fused to') and genital haemorrhage ('I have been bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal inflammation ("my vaginal cuff is inflamed"), loss of consciousness ("passing out"), migraine ("migraine"), pelvic pain ("non-stop pain/ severe pain"), feeling abnormal ("I was losing my mind with brainfog"), tremor ("stuttering") and crying ("I cant stop crying"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, vulvovaginal inflammation, loss of consciousness, migraine, pelvic pain, feeling abnormal, tremor and crying outcome was unknown. The reporter considered crying, device dislocation, feeling abnormal, genital haemorrhage, loss of consciousness, migraine, pelvic pain, tremor and vulvovaginal inflammation to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.